Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there were no visible nonconformances and the unit passed all functional testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cystectomy event description: the handle was attempting to be opened but the jaws were not moving. The reposable grasper was being screwed on normally and then failed to open and operate. Rep was present in the theatre. Another handle was opened and was screwed onto the direct drive grasper and again it wouldn't work. Clinical impact: no, it did not go near the patient. (B)(6) 2024 received clarification that the c4120 was tried on a second handle to determine what was faulty and it turned out to be the c4120. There is only one faulty device and only one device to be returned. Intervention: another form of grasper was used. Patient status: (B)(6).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cystectomy event description: the handle was attempting to be opened but the jaws were not moving. The reposable grasper was being screwed on normally and then failed to open and operate. Rep was present in the theatre. Another handle was opened and was screwed onto the direct drive grasper and again it wouldn't work. Clinical impact: no, it did not go near the patient. 26.07.2024 received clarification that the c4120 was tried on a second handle to determine what was faulty and it turned out to be the c4120. There is only one faulty device and only one device to be returned. Intervention: another form of grasper was used. Patient status: ni.